Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2022-00112. A facility reported a cerelink bolt (ID 826851) was placed in the patient approximately 10:00 am on (B)(6) 2022 in the operating room with initial icp readings of 25 ¿ 28mmhg. Patient was transferred to the pacu (post anesthesia care unit) and cerelink monitor (ID 826820) was connected to the IV pole and the microsensor was connected. After 10 minutes after settling in pacu, the nurse connected the cl monitor¿s power cord to the wall. Patient went to "CT" from pacu, upon returned to the pacu pressures started to drift negative and the cerelink monitor started alarming ¿sensor/cable failure¿. Different troubleshooting were done meticulously. After everything was calibrated the icp read between -2 and 2 consistently. It was now communicating between the two products the patient was observed in the ICU (intensive care unit) with icp reading - 2 to + 5 mmhg with a good waveform and was responsive to patient stimulation. At 06:45pm nurse called and stated that, "patient had been up walking around the ICU. Upon returning to his room, the patient bent over to grab something out of his bag when he noticed his icp shot up to above 20. He called the nurse right away and asked to show her what happened by duplicating the high icp. This time, when he bent over, his icp started to go negative and then sensor/cable failure." At 07:45pm the rn reported that the monitor still not working. On (B)(6) 2022 the sensor was explanted. When sensor was exposed to atmospheric pressure, the readings were -17mmhg when it should have read approximately zero. Clinical questionnaire provided: pacu without the cl monitor connected. Patient was then hooked up in pacu, monitored for 1.5 hrs approx. With no issues. Patient went to CT, where the cl box and cable were disconnected and left in the pacu room. Upon returning and hooking back up to the monitor, pressures started to go negative and cable / sensor failure resulted. Icp values were off from there on after. Implant location: parenchymal. Hospital location of implant: operative room. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.) After. Was a movement assistance device used? No. Amount of time between patient movement and failure event: patient was rolled back into the pacu. Once connected to the cl monitor, it immediately started drifting, low icp numbers, negative and then cable/sensor failure was the microsensor disconnected from the cerelink monitor during each phase of transport? Yes. Did the patient receive an MRI or CT scan before the failure occurred? CT scan. What was the mean icp before the ¿event¿? Icp value: 25 approx in the operating room, 18 upon leaving the operating room, 12-15 in pacu. -2 to 2 in ICU once the monitor started working again. What was the icp waveform quality before the ¿event¿?- fine. What is the current mean icp? -2 to 2 . What is the icp waveform quality after the ¿event¿? Fine. When the failure occurred, was the cerelink monitor plugged into the wall? Yes. When the failure occurred, was the cerelink monitor connected to a patient monitor? No. Does the icp value on cerelink match the icp value on the patient monitor? Yes. When the failure occurred, where was the cerelink monitor positioned? IV pole. List all devices being used close to the cerelink monitor : patient monitor, but not plugged into it (on the other side of the bed) patients bed was plugged into the wall. Other devices implanted in the head? No. Were bipolar or monopolar forceps used while the sensor was plugged in? No ¿ nothing. Was used in the or ( no power) patient was lightly sedated provide a description of any unusual events or issues that occurred during the implantation or during the patient care: nothing, it was done perfectly describe the quality of the insertion: the quality was perfect.

Event description:
N/a

Manufacturer narrative:
The microsensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product 826851 for lot 5836658 (sn (B)(4)), and the lot met specifications when released. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Cerelink monitor reading was acceptable; icp express reading 543. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. This complaint is part of a failure mode that is being investigated under a corrective and preventive action (CAPA). The root cause investigation will be captured under that action.